Manufacturer narrative:
Philips has investigated this complaint. Review of the system log file showed that the host pc could not connect to flex pc which resulted in the system not being able to complete the startup sequence. The fse replaced the flexvision pc and hard disk. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that flexvision pc was not responding. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the parts and system returned to full functionality. Philips has continue to investigation of the complaint.